Event description:
While pulling back on the plunger of the coronary control syringe, air is getting into the system. No pt harm or injury occurred as a result. A total of 5 instances of this type of error occurred at various unspecified times. This report represents the first of the five unspecified events.